Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope was used during a case. One of the operators noticed that the image was too dark and so, has asked the circulator to set the scope at maximum light strength. The scope generated too much heat and had caused burn on the drapes. Additionally, the patient had superficial burn on the abdomen. Since injury to patient occur, this case is reportable.